Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturer information was inaccurate in the initial medwatch report.